Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.